Event description:
Pop off valve has loose fit and doesn't stay in place when in use during nebulizer treatment. Manufacturer response for handheld nebulizer, en nebu tech nebulizer with inhalation and exhalation valve (per site reporter): equipment failure emailed to [redacted] on [redacted].